Manufacturer narrative:
(B)(4). Concomitant medical device: biomet cemented primary tibial tray 60mm - item # 141222, lot # unknown. Unknown maxim bearing - item # unknown, lot # unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation as it is still implanted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-03430 and 0001825034-2017-03431. Reported event was unable to be confirmed as part and lot number of the device involved in the incident is unknown. Review of the device history records was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported even was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that following an initial knee arthroplasty, patient is being considered for a revision surgery. The reason and date for the revision are unknown. Attempts have been made and additional information on the reported event is unavailable.